Manufacturer narrative:
(B)(4). Updated sections: b4,d9,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 12/26/2024. An investigation was conducted on 01/22/2025. A visual inspection was conducted. The cannula, harvesting device was returned for evaluation. The btt was not returned for evaluation. Signs of clinical use and no evidence of blood was observed. There were no visual defects were observed on the intact harvesting device or intact cannula or intact c-ring. The btt was not returned for evaluation. Based on the non-return of the btt, we are unable to confirm the reported failure "improper flow or infusion". The lot # 3000429093 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 co2 would not flow through the btt port and the device port. A new device was used to complete the procedure. There was no delay. There was no patient harm.